Event description:
In the original case (in 2008) a 25mm cuff was implanted above the bifurcated device and extended above the renals in an angled neck (greater than 60 degree angle). A posterior type 1 proximal leak developed (no migration). In 2009, dr decided to extend with a 28mm extension above the renals to the sma because the pt had no functioning kidneys due to renal failure and is on dialysis. The additional extension repaired the leak.

Manufacturer narrative:
Review of the lot records/work orders, prior reports. No issues were noted. Although there was no product failure and the product was within specifications, the pt's angulation greater than 60 degrees, which is off label use, contributed to the secondary procedure.